Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d4 ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient presented to the emergency room due to acute heart failure. The patient was hospitalized but later passed away due to ventricular fibrillation (vf). It was alleged that the device did not detect and treat the vf episode. Device interrogation was performed post mortem and revealed no alert was activated and all parameters were normal before the patient died. The patient experienced multiple, multi-focused premature ventricular contractions (pvc) runs. On the date of death the patient had two vf episodes which were detected and treated successfully. No system anomalies were observed.